Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. It was also noted that the outer sheath was not returned with the device. The catheter was severely kinked and was unraveled at the distal section. Microscope examination was performed on the bushing, and there were hits found at the top of the bushing hooks. It was also noted that there were evidence of friction marks and the yoke had some hits. No other issues with the device were noted. During the analysis, the observations such as; the catheter was found severely kinked and unraveled in the distal section; the over-sheath was separated from the catheter, the bushing and yoke had some hits and friction marks, indicate that the device was excessively manipulated and these failures could have contributed to the difficulty releasing the clip from the catheter. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during endoscopic mucosal resection (emr) procedure performed on (B)(6), 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not fell off from the catheter to deploy even after repeated pushing, pulling, and shaking on the device. Additionally, the clip was forcibly pulled out, and the procedure was completed with another resolution clip device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not fell off from the catheter to deploy even after repeated pushing, pulling, and shaking on the device. Additionally, the clip was forcibly pulled out, and the procedure was completed with another resolution clip device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.